Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was gained functionality after multiple restarts. The analysis of the system log file found an error about communication with flexvision pc. Upon troubleshooting, it was found that the bios battery voltage of flexvision pc is low and to resolve the reported issue, the philips field service engineer (fse) replaced the bios battery in the mainboard of the flexvision pc and reconnected the control cables and network cables. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.